Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported was confirmed. In addition, the device evaluation found flooding. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was performed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU) states: ¦precautions for disappeared or frozen endoscopic image(warning): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ¦precautions for disappeared or frozen endoscopic image(warning): never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited abnormal image (noise). The issue was found at preparation for use. There was no patient harm reported due to the event.